Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Impedance measured 1767 ohms on (B)(6) 2016. Analysis indicated the impedance trend on the lead was rising. Impedance steadily rose from 1311 ohms to 1767 ohms between (B)(6) 2014 and (B)(6) 2016.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a continuous rise in impedance to a high range and was capturing intermittently. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.